Manufacturer narrative:
This is an addendum to the initial MDR to report additional information provided by the patient. Included in this additional information was the product lot number, therefore a review of the manufacturing records was performed and found that the lot was manufactured to specification. The additional information provided is limited as such the results of this investigation file remain inconclusive. If additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Based on the limited information provided, at this time we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No lot number was provided, therefore a review of the manufacturing records cannot be conducted. Inflammation is listed in the adverse reaction section of the IFU as a possible complication. We have been unable to reach the patient with the contact information provided. Therefore at this time we are unable to request additional information from the patient. If additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following allegation was reported to davol: the patient has alleged that in 2012 she was implanted with a perfix plug during an unspecified procedure. The patient alleges that since implant she has experienced inflammation and that the mesh has "turned to liquid and showed up as a white substance in her stool." She claims to have cysts on her liver and her knees as well as bloating in her intestines.